Manufacturer narrative:
Product analysis: analysis could not confirm the customer comment that the programmer had an issue with interrogation. It was noted however that the stylus was broken into several pieces. The lower case feet were noted to be worn and the power supply was noted to be noisy. All found defective parts were replaced and all other identified issues were resolved. The programmer then passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer which was returned for repair subsequently tested out of specification during manufacturer's analysis. No patient complications have been reported as a result of this event.